Event description:
It was reported that the insulin pump alarmed motor error during the basal process. The caller did not know the blood glucose reading. The customer had an MRI and they were not told to take off the insulin pump. The customer states they were unable to complete the rewind sequence. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.